Manufacturer narrative:
The following devices were also listed in this report: tritanium bplate triathlon s3; 5536b300 ; lex2h it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding patient factors involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's left mako knee was revised. The patient had fallen and the original surgical incision was re-opened, and the patellar tendon ruptured. All components except the patellar component were revised to convert the patient from a cr construct to a ts construct (to better protect the patient's ligaments). Rep provided the primary and revision usage sheets. Rep also confirmed that there was no allegation of malposition for any implants, and that no further information will be released by the hospital or surgeon.